Event description:
Robotic gastric bypass procedure, during procedure, robotic sureform 60 stapler malfunctioned. Md was unable to use full range of motion with wrist. A second stapler was opened, md still unable to use full range of motion and the stapler was moving out of sync with md movements which is a safety concern. A third stapler was opened and worked correctly. No pt harm.